Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the user was unable to connect the trach-vent to the oxygen tube during use. Connection was loose and the oxygen tube came out. The connector on this lot may be too large. No other lots have had the same issue. There was no reported patient harm or consequence." Associated complaints 8040412-2024-00217 and 8040412-2024-00216.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. A visual exam was performed and no defects were observed. A dimensional evaluation was also performed and the device was found to be within specification. The manufacturing site reports "in current manufacturing procedure, iqc department will conduct sampling dimensional inspection before release the part item to production. In production, 100% visual inspection at assembly area is conducted. Thus, any ineffective products will be culled out during this process. Therefore, it is very unlikely condition at the manufacturing area that the product having defect to be released for shipment. The incident happened may due to the defect on oxygen tube. Further study could not be conducted since the oxygen tube did not return for investigation." A device history record review was performed and no relevant findings were identified. Based on the investigation performed the reported complaint could not be confirmed. There were no issues found with the returned sample. The returned device was found to be within specification.

Event description:
It was reported that: "the user was unable to connect the trach-vent to the oxygen tube during use. Connection was loose and the oxygen tube came out. The connector on this lot may be too large. No other lots have had the same issue. There was no reported patient harm or consequence." Associated complaints 8040412-2024-00217 and 8040412-2024-00216.